Event description:
It was reported that the patient presented with symptoms of loss of appetite 4 days post implant. CT scan showed cardiac tamponade, managed by drainage. The lead remains implanted and in use. No further patient complications have been reported as a result of this event.